Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by technician, functional testing was performed and revealed the trigger/slider was blocked. This was contributed to normal wear. Unit was repaired and returned to the customer on 11/01/2012. Placeholder

Event description:
Customer reported that device kept turning even when finger was not on the trigger. This is report 1 of 1 for complaint #(B)(4).